Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the audiologist, the patient experienced pain with device use. Reprogramming attempts were unsuccessful in alleviating the issue and subsequently the patient has discontinued use of the device. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014. This report is filed october 16, 2014.